Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer's blood glucose was 213 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer performed troubleshooting and did not find setting issues. The customer also reported that they received no delivery alarm. The customer stated that the insulin did not exit during prime. The customer also stated that the insulin did not exit and there was greater than normal resistance during plunger push. The reservoir will be returned for analysis.